Manufacturer narrative:
The evaluation of the of the reported event was likely the result of prosthesis wear. The cause of the wear could not be determined because the component was not returned for evaluation and x-rays were not provided. Concomitant devices: optetrak hi-flex tibial insert, size 2, 11mm (cn: 244-22-11; sn: (B)(4)). Optetrak 3 peg patella, 32mm (cn: 200-02-32; sn: not reported). Optetrak tibial tray (cn: not reported; sn: not reported). No information provided in the following section(s): age, weight, race, and test dates. During final review of file it was discovered that this was not reported, reporting now.

Event description:
In (B)(6) 2018, the patient's orthopedic surgeon clinically observed her to be displaying signs of pain and swelling in the right knee, which he attributed to the patient's (B)(6) 2006 total knee arthroplasty during which he placed defendants¿ optetrak total knee system device in her right knee. Following an MRI of the right knee, the doctor determined that like plaintiff¿s left knee, the right knee was also demonstrating polymeric-induced debris synovitis. In (B)(6) 2020, plaintiff¿s orthopedic surgeon advised her that she will need to undergo a revision surgery to correct the same defect in her right knee implant.

Event description:
As reported, in may 2018, approximately 8 yrs postop the initial r tka, the patient's orthopedic surgeon clinically observed her to be displaying signs of pain and swelling in the right knee, which he attributed to the patient's (B)(6) 2006 total knee arthroplasty during which he placed the optetrak total knee system device in her right knee. Following an MRI of the right knee, the doctor determined that like her left knee, the right knee was also demonstrating polymeric-induced debris synovitis. In (B)(6) 2020, the orthopedic surgeon advised her that she will need to undergo a revision surgery to correct the same defect in her right knee implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10: (B)(6) 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. (B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. N/a 200-02-32 - three peg patella 32mm. G2: h6: health effect clinical codes, health effect impact code, medical device problem code, component code, type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d10: (B)(6) - 244-22-11 - optetrak hi-flex tibial insert, sz 2, 11mm. (B)(6) - 204-04-22 - trapezoid tibial tray sz 1f/2t, 2f/2t. N/a - 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-01980. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Date of event is unknown. Explant date is unknown. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported event cannot be confirmed from the information provided, but may have been due to loosening, instability, and prosthesis wear. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.